Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. There were 2 biopsied lesions: 1.1cm in size (left upper lobe - apicoposterior segment) and 0.8cm in size (left upper lobe anterior segment). The lesions were localized using radial ebus. Tools used for biopsy under c-arm fluoroscopy included a 21g flexision needle and forceps. The diagnosis obtained from pathology was non-diagnostic. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.